Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -5/1.5/112 (sphere/cylinder/axis) lens tore during loading after opening vial. The lens was not implanted. The cause of the event was the device. Reportedly, "probably the loading forceps tore the lens." The problem was not resolved.